Event description:
It was reported that the atrial lead impedance measured undefined high in both unipolar and bipolar configurations, with the device sensing and pacing normally and no change in threshold or p-wave amplitude. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, implantable pacing lead, (B)(6) 2006. (B)(4).